Manufacturer narrative:
E1: patient city: (B)(6) patient country: poland name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
On 1(B)(6) 2026, it was reported that the patient faced occlusion issues. The blood glucose was high and last for two hours. The patient got treated with pump therapy.